Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.

Event description:
The customer reported that x-rays stay on after releasing the x-ray switch. No pt injury was reported.